Manufacturer narrative:
Unfortunately, at this time the hospital will not release the actual circuit for eval and therfore we are unable to confirm the reported issue. However samples fo the process were reviewed and no problems were found. Our manufacturing process was also reviewed and no problems were found related with the issue reported. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The device history record for the vinyl tubing was also reviewed and no problems were found related to the issue reported.

Event description:
Nursing observed a crimp in the clear pressure line of a vent circuit with what apprears to be a light blue thread immersed in the clear vinyl crimp. Nursing noted the crimp when a patient was observed to have declining o2 saturations: patient was taken off the ventilator and manually resuscitated until o2 sats came back up and returned to ventilator. When patient began to experience declining o2 saturations again, nursing noted the crimp in the line. Materials management states no long term adverse affect to patient. Hospital has notified FDA.